Manufacturer narrative:
(B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report.(B)(4). The customer crosschecked the alleged faulty pcb (printed circuit board) and the suspect device is working satisfactorily. An rga has been issued for the involved component. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable), motor fault, low ve (minute ventilation), high rate, and low pip (peak inspiratory pressure) alarms while using the vela ventilator. The customer reported audible alarms were present at the time of the event. The customer reported troubleshooting the suspect device, but issue was not resolved. The customer reported the issue occurred during patient use, but no report of patient harm is concluded. The customer reported the patient was removed from the suspect device and placed on known good ventilator.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) rep received the alleged faulty main pcba (printed circuit board assembly) and motor pcba. The component assembly was installed on known good unit and powered in operating mode for testing. The carefusion fa rep reported the problem of ¿vent inop (inoperable), motor fault¿ was able to be duplicated. The fa rep determined the root-cause was traced to the turbine pcba. It is producing a checksum error, eeprom (electrically erasable programmable read-only memory). This is being internally investigated.